Event description:
Repair center stated that the pilot valve on an (B)(4) concentrator is contaminated. Unit is also alarming.

Manufacturer narrative:
Per the repair statement there were additional components replaced under warranty: manifold o-ring that was leaking and the sieve bed tie-strap was defective. Non-warranty components were: sound box intake filter was dirty, cabinet filter was missing and cabinet door was missing.